Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with reflin (dose, route and frequency not reported).the cause of the peritonitis was a breach in aseptic technique further described as not cleaning the area prior to pd therapy. At the time of this report the outcome of the peritonitis event was unknown. No additional information is available.